Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water or an alcohol prep swab; keep sterile materials away from any possible germs. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the emergency room and diagnosed with an infection similar to cellulitis. The health care professional lanced the site to extract the puss with a needle, and prescribed bactrim for the patient which she did not take. Mother did not give the patient the antibiotic, she had just been on an antibiotic a month before. Customer treated the patient with hot rags at home and applied otc triple antibiotic cream at home for one and 1/2 week until the lump dissolved.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device completed sterility within specification. No issues were noted that would result in an infection at the infusion site or high blood glucose levels. The reported events could not be conclusively determined. Patient code correction: (B)(4).